Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred when attempting to deliver a bolus. Reportedly, blood glucose (bg) level became elevated; bg values were not provided. The customer performed insulin, cartridge and an infusion set brand change to address the issue and high bg continued. The customer did not observe any cartridge leaks or air bubbles. The customer did not receive any alarms during this event.